Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced possible peritonitis coincident with peritoneal dialysis therapy. Treatment was not reported. It was not reported if the patient was hospitalized. Outcome and action taken with dianeal therapy was not reported. Additional information was requested, but is not available at this time.